Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 43-year-old female patient who had essure (batch no. 619694) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2005 to 2007. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included morbid obesity and polycystic ovarian syndrome. Concomitant products included alprazolam (xanax) from 2013 to 2014, bupropion (wellbutrin) from 2010 to 2011, citalopram hydrobromide (celexa) from 2013 to 2014, escitalopram oxalate (lexapro) from 2010 to 2011 and esomeprazole magnesium (nexium) from 2010 to 2011. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2013, 3 years 11 months after insertion of essure, the patient experienced anxiety ("anxiety"), depression ("depression") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she was scheduled for a pelvic surgery to try and' alleviate the symptoms on 25-sep-2017) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain lower, dyspareunia, vaginal discharge, urinary tract infection, headache, fatigue and gastrooesophageal reflux disease outcome was unknown and the migraine, anxiety and depression had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, intra-abdominal haemorrhage, migraine, perforation, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.4 kg/sqm. Hysterosalpingogram - on 20-nov-2009: total bilateral occlusion; in september 2009: placement of both essure coils and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 43-year-old female patient who had essure (batch no. 619694) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and polycystic ovarian syndrome. Concomitant products included alprazolam (xanax) from 2013 to 2014, bupropion (wellbutrin) from 2010 to 2011, citalopram hydrobromide (celexa) from 2013 to 2014 and esomeprazole magnesium (nexium) from 2010 to 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 3 years 11 months after insertion of essure, the patient experienced anxiety ("anxiety"), depression ("depression") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (she was scheduled for a pelvic surgery to try and' alleviate the symptoms on (B)(6) 2017) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, vaginal discharge, urinary tract infection, headache, fatigue and gastrooesophageal reflux disease outcome was unknown and the pelvic pain, migraine, anxiety and depression had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, intra-abdominal haemorrhage, migraine, pelvic pain, perforation, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: placement of both essure coils and full occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event urinary tract infection, anxiety, depression, headaches, fatigue, acid reflux added.reporters,events outcome,concurrent condition,concomitant medication,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she was scheduled for a pelvic surgery to try and' alleviate the symptoms on (B)(6) 2017). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, migraine, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, intra-abdominal haemorrhage, migraine, pelvic pain, perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2009: placement of both essure coils and full occlusion incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.